Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and ran a leak test which passed. The technician did not experience any irritation while operating the sterilizer. While onsite, the technician reviewed the cycle tape which confirmed the cycle completed successfully. The unit did not alarm, and the cycle did not abort. Additionally, following the cycle subject of the event no residual hydrogen peroxide was noted within the chamber or on the instrument packs. The unit was installed in 2016 at the user facility. There have been no reports of irritation from other user facility personnel while operating the unit. The technician replaced the cabinet fans, tested the sterilizer, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.

Event description:
The user facility reported that an employee felt ill after opening the chamber door to their v-pro max sterilizer following a completed cycle. Medical treatment sought and administered.

Event description:
The user facility reported that an employee felt ill after opening the chamber door to their v-pro max sterilizer following a completed cycle. Medical treatment sought and administered.

Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and ran a leak test which passed. The technician did not experience any irritation while operating the sterilizer. While onsite, the technician reviewed the cycle tape which confirmed the cycle completed successfully. The unit did not alarm, and the cycle did not abort. Additionally, following the cycle subject of the event no residual hydrogen peroxide was noted within the chamber or on the instrument packs. The unit was installed in 2016 at the user facility. There have been no reports of irritation from other user facility personnel while operating the unit. The technician replaced the cabinet fans, tested the sterilizer, confirmed it to be operating according to specification and returned it to service. No additional issues have been reported.